Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivuemx500 patient monitor and no sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.